Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19jul2019. The service engineer inspected the device, confirmed the reported problem, and replaced the air flow sensor assembly. Device was tested, all testing passed specifications and the device was returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow out of range. No patient involvement.